Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected reagent performance had contributed to the result could not be ruled out entirely. The investigation found no evidence to suggest the customer's vitros 5600 system performed unexpectedly. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 1.21403 ng/ml vs expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).